Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-l hemodialysis catheter for evaluation. It was noted that the customer returned a 13 cm catheter but the reported defect was on a 20 cm catheter. Visual inspection of the catheter revealed a cut in the catheter body directly adjacent to the juncture hub. The cut was smooth, consistent with contact with sharps. The total length of the catheter body measured 146 mm which is not within specification of 207-227 mm per catheter product drawing. It is likely that the customer either returned the incorrect catheter or reported the wrong product code. The outer diameter of the catheter body measured 3.998 mm which is within specifications of 3.96-4.06 mm per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with the kit instructs the user, "prepare catheter for insertion by flushing each lumen and clamping or attaching injection caps to appropriate extension lines." When the distal line was flushed, water leaked from the cut in the catheter body. The proximal line flushed as expected. A manual tug test confirmed the distal and proximal luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were found. The IFU provided with this kit warns the user. "Do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The complaint of a catheter leaking was able to be confirmed by a complaint investigation of the returned sample. The returned catheter was found to contain a cut in its body adjacent to the juncture hub. A device history record review was performed, and no relevant findings were found. The device did not meet the expected dimensional requirements. The returned catheter was a 13 cm but the defect was reported on a 20 cm catheter. It is likely that the customer either returned the wrong catheter or reported the incorrect product number. Without the correct catheter to evaluate, the root cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.